Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual examination at 10x magnification showed one of the haptics was bent and broken, not detached. The lens also has a cut and a scratch. There were surface residuals (particles) on the lens that could be related to handling the lens in a non-sterile environment or with the surgical process. No cosmetic defects related to manufacturing were found in the returned lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during implantation of a z900200180 intraocular lens (iol), the haptic sheared off. The incision was enlarged and the iol was removed from the eye. Another iol was implanted during the same procedure. It was reported that the patient was doing fine.

Manufacturer narrative:
Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.